Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-445a-(B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits moderate charred detritus adhesion; the outer flow tubing exhibits contamination, likely biologic. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
Updated product evaluation: based on the analysis above, the potential for forward firing may exist.

Event description:
It was reported that during a prostate procedure @ 261,158 joules of use and 41:38 minutes, the ¿fiber tip broke; fiber no more functional after usage". The procedure was completed using a second fiber. There was no patient injury reported.